Event description:
Event description cpi received information that this bipolar lead was exhibiting increased impedance measurements as well as intermittent capture. An invasive procedure was performed in which the lead was reinserted into the pg. After reinsertion impedance and thresholds were within the normal range and 100% capture was achieved.